Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was not communicating with meditech expanse. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no connection and not communicating. A technical support specialist reviewed received messages and confirmed that they have begun transmitting successfully, with the highest delay observed at approximately 08:50 am cst, performed a soft consultation with integration engineer (ie) to validate the timestamp calculation, navigated to patient encounter system (pes) details and verified that the system was configured. Ie also reviewed the carefusion coordination engine (cce) console and observed a similar delay pattern, along with repeated connect and reconnect attempts to the external host system, indicating a potentially unstable connection. No performance issues were identified on the carefusion coordination engine (cce) side, and orders and patient data were confirmed to be transmitting successfully. The system functioned as intended after the technical support specialist investigated the issue.